Manufacturer narrative:
Primary audible alarm bgnd test and also acu watchdog as sympathy alarm found in ehl. Unable to duplicate reported problem. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
It was reported that a continuous primary audible alarm occurred. No patient injury was reported.